Manufacturer narrative:
The device was received for evaluation. Visual inspection identified physical damage that could have contributed to the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event.. The device was found out of specification in relation to the customer reported no audio which was reproduced. The reported condition was verified. The cause was determined to be a damaged rear case which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump that had no audio. This occurred during check-up at the medicine floor. There was no patient involvement. No additional information is available.